Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, elevated metal ion levels, bone/tissue damage and lack of mobility. Subsequently, the patient was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2013-05950/05951).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, elevated metal ion levels, bone/tissue damage and lack of mobility. Subsequently, the patient was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from the patient's operative notes reports the presence of fluid, synovitis, and graying of the tissue and the synovium. Revision operative report also noted patient was 5 mm shorter on the left side.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05950/05951).